Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Screw head broke off during implantation. Surgeon chose to leave in place. Fifteen min. Delay trying to get the broken screw head out.